Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that capacitor charge time limit alert was received via marlin.net transmission. The device was explanted and replaced.